Event description:
It was reported that when the patient presented in-clinic for routine follow-up, the right ventricular lead exhibited an increase in pacing lead impedance and lead noise resulting in false vf detection. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
External insulation abrasions were noted at 12.1-12.3cm and 23.0-23.8cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations. A fracture of the sensing coil was noted at the connector crimp. This fracture is consistent with the observation from the field of noise and high lead impedance.